Manufacturer narrative:
A getinge field service engineer (fse) noticed an IV pole that was found broken during routine pm. To fix the issue, fse replaced the IV pole. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. Retaining the IV pole in the failure analysis and testing department per procedure. The national repair center installed the IV pole into the cardiosave test fixture serial number and tested the IV pole to factory specifications per the cardiosave service manual. The nrc verified the failure of the IV pole failure "cracked pole". Retaining the IV pole in the nrc per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the cardiosave intra-aortic balloon pump (iabp) had a broken IV pole. There was no patient involvement.